Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one powerport MRI isp w/ 6fr chronoflex catheter was returned for evaluation. The sample was received in two segments. The catheter was received broken near the 18th depth marker, just distal to the port stem. A visual and functional evaluation was performed. Mild wear was observed on the depth markers near the break. However, the break surface was smooth with striations throughout likely due to sharp instrument used during removal. Both the port assembly and the distal catheter segments were functionally tested and patent to infusion and aspiration with no leaks noted. As no deficiencies were noted during evaluation and the conditions of use could not be replicated, the investigation is inconclusive for the reported swelling and redness during infusion. The definitive root cause could not be determined based upon the available information. Per the reported event details, the port-a-catheter was implanted for approximately four years and six moths prior to the reported event. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four years and six months post port placement during infusion, there was allegedly swelling and redness. It was further reported that contrast was used and no visible leak or port-a-catheter issue was visible. It was further reported that the port was removed and another port was placed. There was no reported patient injury.

Manufacturer narrative:
The return of the device is pending. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. (Expiry date: 01/2016).

Event description:
It was reported that four years and six months post port placement during infusion, there was allegedly swelling and redness. It was further reported that contrast was used and no visible leak or port-a-catheter issue was visible. It was further reported that the port was removed and another port was placed. There was no reported patient injury.